Manufacturer narrative:
Adc investigated this issue and determined that the freestyle libre 3 plus sensor associated with this complaint did not meet product design specifications and may produce low glucose readings which are not clinically acceptable. Based on the results of this investigation, this complaint is confirmed. This issue was addressed in the field by adc fa1002-2025. H7 - other remedial action: fsca - ad, at, be, ca, de, dk, fi, fr, it, lu, nl, nz, no, sm, es, se, ch, UK. If product is returned, no further investigation actions are required as this issue is confirmed to adc fa1002-2025. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care (adc) received a lakemedelsverket user declaration, reported by a healthcare professional on behalf of a customer. The customer obtained a glucose reading of 3.2 mmol/l from an adc device, which was lower than another reading of 18 mmol/l. Consequently, the customer consumed carbohydrates to raise their blood sugar levels. This is a known issue for the serial number associated with this complaint, addressed by adc field action fa1002-2025. Adc customer service successfully contacted the customer and confirmed that the higher reading of 18 mmol/l was obtained from the competitor's brand device. There were no patient consequences or third-party treatments required. Impacted product was distributed to andorra, austria, belgium, canada, denmark, finland, france, germany, italy, luxembourg, netherlands, new zealand, norway, san marino, spain, sweden, switzerland, UK, us, and qatar. Adc field action fa1002-2025 was issued only to impacted countries. There was no report of death, serious injury, or mistreatment associated with this event.

Event description:
Abbott diabetes care (adc) received a lakemedelsverket user declaration, reported by a healthcare professional on behalf of a customer. The customer obtained a glucose reading of 3.2 mmol/l from an adc device, which was lower than another reading of 18 mmol/l. Consequently, the customer consumed carbohydrates to raise their blood sugar levels. This is a known issue for the serial number associated with this complaint, addressed by adc field action fa1002-2025. Adc customer service successfully contacted the customer and confirmed that the higher reading of 18 mmol/l was obtained from the competitor's brand device. There were no patient consequences or third-party treatments required. Impacted product was distributed to andorra, austria, belgium, canada, denmark, finland, france, germany, italy, luxembourg, netherlands, new zealand, norway, san marino, spain, sweden, switzerland, UK, us, and qatar. Adc field action fa1002-2025 was issued only to impacted countries. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Adc investigated this issue and determined that the freestyle libre 3 plus sensor associated with this complaint may not meet product design specifications and may produce low glucose readings which are not clinically acceptable. This product has been determined to be within the scope of the investigation conducted under qr1081093. This issue was addressed in the field by adc fa1002-2025. H7 - other remedial action: fsca - ad, at, be, ca, de, dk, fi, fr, it, lu, nl, nz, no, sm, es, se, ch, UK. If product is returned, no further investigation actions are required as this issue is confirmed to be in the scope of adc fa1002-2025. This also serves as a correction report. Section h11(additional mfg. Narrative) was incorrectly updated in the previous report. Correction has been made. All pertinent information available to abbott diabetes care has been submitted.